Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure on the back table, the hospital staff advanced the pod packing coil (podj) out of its introducer sheath for verification. However, they were unable to re-sheath the podj before attempting to introduce it into the microcatheter. The reported issue was found prior to use. Therefore, the podj was not used in the procedure. The procedure was completed using a new podj.